Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. In addition, the rv lead also exhibited high thresholds, noise, and oversensing. In the unipolar configuration the impedances were 290 ohms. The sensing was reprogrammed from auto to fix at 2.5mv. The physician suspected an outer insulation issues and elected to continue to monitor the patient/system. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that a revision procedure was performed. During the procedure the right atrial (ra) lead was tested on the pacing system analyzer (psa), and the impedances measured 280 ohms to 300 ohms. The physician decided to surgically abandoned and replace the ra lead. In addition, the rv lead was surgically abandoned and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.